Manufacturer narrative:
The returned device was received fully deployed and data showed no evidence of timeouts or drive stalls. Inspection of the fluid path components found fluid above the plunger in the reservoir. The cause of this was an inadequate o-ring. This can be confirmed as the cause of the reported event because insulin leaked past the plunger, preventing the complete delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 285 mg/dl. The pod was worn between 24 and 36 hours on the back. Hyperglycemia treated with a new pod.